Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case # (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013. The consumer reported she had essure inserted in (B)(6) 2013 and had horrible pain and bleeding afterwards. She stated that when getting x-ray to check the placement in (B)(6) 2013, the essure were not in her fallopian tubes; one was behind her uterus and the other by her colon. She was in terrible pain from (B)(6) of 2013 when she had to have an abdominal surgery to remove the essure. She stated it was a traumatic and painful experience. Product technical complaint investigation and final assessment were received on 03-sep-2015: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had bleeding (interpreted as genital bleeding) afterwards. Three months after insertion confirmation test showed that essure were not in her fallopian tubes: one was behind uterus the other by her colon. She underwent surgery to remove essure 4 months after insertion. These events are serious due to medical significance and listed in the reference safety information for essure. After essure insertion abnormal genital bleeding and menses pattern changes may occur. Given the positive temporal relationship and nature of the event bleeding, causality with essure cannot be excluded. During essure therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or migration (distal fallopian tube or peritoneal cavity). In the present case, three months after insertion an x-ray showed the coils were not in her fallopian tubes; one was behind her uterus and the other by her colon. Given the nature of this event, causality with essure cannot be excluded. This case was regarded as incident due to required intervention (surgery to remove essure). The product technical analysis considered no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect.